Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to endocarditis after being implanted for about one year. Request for records and device have been made. Records are expected; valve return uncertain.

Manufacturer narrative:
The device and medical records have been requested and have not yet been received. Without return of the device the reported issue cannot be investigated or confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Edwards will continue to follow-up; additional information will be reported if received.